Event description:
Patient presented to the physician with pain and redness in area between the generator and the sensing lead. Imaging was completed showing inflammation of the area associated with the lead bodies. Physician prescribed antibiotics. Patient presented back to the physician with continued pain and infection. Physician brought the patient into the operating room and removed the inspire components.